Manufacturer narrative:
(B)(4). The analysis results showed that one instrument was returned with the nose open and non-functional due to insufficient nose weld. No functional test was performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon used the skin stapler for closing the skin of the abdomen. But when he closed the trigger he heard a hard noise and then the staples came deformed out of the instrument. So the surgeon took another device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).